Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a pcu8015 did not update new library, even it was connected to server. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: according to our sap system pcu sn (B)(4) software version was supposed to be 9.19.1.2 but the actual software on the pcu was 9.12. (B)(6) verified software on other working pcus and confirmed they were 9.19.1.2 I told (B)(6) the issue needs to be addressed by flashing the pcu software to 9.19.1.2 to make it compatible with the data set. He said this pcu was just returned from factory service repair. In our sap system there was no repair history record. He then confirmed it was a third party biomed service company. He will contact them to correct the software version on this pcu. If he still have any issue, he will call back.